Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
During a ncr re-work, it was discovered that an afx2 bifurcated stent graft which did not met specification was released on (B)(4) 2017 and implanted into a patient on (B)(6) 2017. As of date, there were no report of patient sequelae as a result of this event.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support that there were no identifiable negative patient sequelae, and device related malfunction or issue detected. There were no clinical harms. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: remove product problem. Adverse event: remove other serious (important medical events). (B)(4).